Event description:
During a transfemoral procedure, the 23mm sapien xt valve was placed too aortic resulting in moderate paravalvular leak (pvl) and mild central aortic regurgitation. The valve was positioned 60:40 aortic/ventricular but landed 80:20 a/v. An additional 1cc was added for post dilation but there was no change. A second valve was placed successfully (50:50 a/v) in the native annulus with 18cc of volume. The central regurgitation resolved; however, the pvl was still present. Post dilation was done with an additional 1cc; upon full inflation the balloon ruptured. The pvl improved from moderate to mild/moderate and the procedure was completed. It was thought that after deployment of the first valve a large chunk of calcium in the non coronary cusp may have caused the aortic movement. It was believed that the calcium caused the balloon rupture. There was no harm done to the aortic root. The native annulus measured 20.6mm x 24.9mm by CT. The native aortic annulus was severely calcified, the native leaflets were moderately calcified and the aortic root was mildly calcified. The patient had mild ventricular septal hypertrophy and mild mitral annular calcification (mac). Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. This report represents the 1st valve.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause for the paravalvular leak appears to be aortic malposition. Per report, after deployment of the first valve a large chunk of calcium in the non coronary cusp may have caused the valve to move aortic. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.